Event description:
Pt reported that back to back tests performed on their ss meter using different finger sticks were 159, 132 and 126 mg/dl (24% difference). No symptoms were reported. Control solution test result (136) was in range (96-145). On follow-up, the pt confirmed the above results. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. Control solution and strips were sent to pt. There was no allegation of harm.